Event description:
It was reported that the device was used during a salpingo-oopherectomy. It was reported that the device misfired. Another device was used to complete the case. There was no patient consequence.